Event description:
It is reported that during a procedure for the treatment of a lesion in the rca, when the physician attempted to deliver a non-medtronic guidewire through a ta6jr40sh guide catheter, resistance was encountered. Although the physician attempted to withdraw the guidewire, it was not possible. The guidewire and the guide catheter were withdrawn together and it was confirmed that the guidewire passed through the side hole of the guide catheter. It is unknown if the device was inspected prior to use but no abnormalities were reported. It is reported that force was not applied in an attempt to advance the wire. The operation was completed using another device (detail unknown) as replacement. No health hazard occurred to the patient. Evaluation summary: guide catheter and the competitor guide wire (engaged to the catheter) were returned for evaluation. The guide wire exited the guide catheter through the proximal side hole. 8 cm of the wire exited through the side hole, with 73.7cm out of the hub. Closer visual inspection noted damage to the outer jacket around the proximal side hole with one of the braid wires out of the outer jacket. The side holes measurements were within specification.

Manufacturer narrative:
Evaluation, results: deformation problem; related to another drug/device (competitor guide wire). Conclusion: another device caused failure (competitor guide wire). (B)(4).